Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was unstable and pulled back out of the branch in which it was implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.